Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system reported on. The device was used for treatment, but was not returned for evaluation. The shelf carton arrived with only the instruction for use leaflet and the chart stik labels inside. The complaint stated: ¿t2 could not deploy.¿ due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with instruction for use recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Event description:
It was reported that during the surgery t2 could not deploy. A backup device was used to complete the surgery. No significant delay or patient injury reported.